Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for routine follow up. Upon device interrogation, several inappropriate auto mode switch (ams) episodes due to oversensing on the atrial lead were observed. Review of the episodes revealed brief signals consistent with atrial oversensing of far-field qrs signals. Programming changes were made. The patient remained stable during and post-programming changes.